Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose between 400 mg/dl and 450 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with IV and manual injection. Customer was not wearing insulin pump at the time of hospitalization due to insulin pump falling off while customer was asleep, which is was caused high blood glucose. .